Event description:
Boston scientific received information that during a normal replacement procedure, variable shock impedance measurements were observed ranging from 83 to above 125 ohms when the right ventricular (rv) lead was connected to this device. The rv lead was then connected to the explanted device and the shock impedance measurements were between 60 to 65 ohms. Then the rv lead was reconnected to the new device; however, the shock impedance measurements were again greater than 125 ohms. After multiple troubleshooting steps, the physician surgically abandoned and replaced the rv lead. No adverse patient effects were reported. The device remained implanted and in service. Additional information was later received that this patient passed away five months later. There were no allegations against the functionality of the device or that it caused or contributed to the patient¿s death. The implanted products were not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.